Manufacturer narrative:
Unit received with cracked case on display window corners, cracked reservoir tube window corners, broken reservoir tube lip, missing reservoir tube o-ring, and cracked battery tube threads. Unable to lock reservoir in place due to broken reservoir tube lip and missing reservoir o-ring.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir could no longer stay in reservoir compartment. Customer does not know how damage occurred. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.